Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that impedance at change out was 1700, now 1996 and more than 2000 getting check rv lead. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).